Event description:
"Free flap monitoring using an implantable anastomotic venous flow coupler: analysis of 119 consecutive abdominal-based free flaps for breast reconstruction" microsurgery 2014. Retrospective data were collected on patients undergoing free flap breast reconstruction from may 2012 to march 2014. The venous anastomotic flow coupler was used in the first 85 flaps and a non-flow coupler with clinical and external doppler monitoring alone in the subsequent 34 flaps. The authors report incidences of vessel thrombosis, flap take back, flap failure, device failure, and wire kinking vessel. No additional information is available. It cannot be concluded whether the flow-coupler or coupler was a contributing factor in these events. This report is for the one (1) incidence of coupler related flap failure.

Manufacturer narrative:
The product is not available for evaluation. There were zero device coupling problems reported. Flow-coupler related flap take back and flow-coupler related flap failure were previously reported in MFR report # 2183620-2014-00003 and 2183620-2014-00004. All medwatch reports for this article include: 2183620-2014-00003, 2183620-2014-00004,2183620-2014-00019, 2183620-2014-00020, 2183620-2014-00021, 2183620-2014-00022. Journal article: kempton, s. J., poore, s. O., chen, j. T., & afifi, a. Anastomotic venous flow coupler: analysis of 119 consecutive abdominal-based free flaps for breast reconstruction. Microsurgery, advance online publication. (B)(4)..